Event description:
Inaccurate high results with a lifescan meter. The patient's blood glucose results were 199 mg/dl vs. 164 lab. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No futher information has been reported.